Event description:
Customer reported a hard drive error from the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and corrected the reported problem by replacing the hard drive. Unit was tested to factory's specifications.